Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient's sensor fell off. At an unspecified time later, the patient was brought to the emergency room as her bg meter reading dropped to 20 mg/dl. The patient was unable to speak at this time. There were no details provided on what occurred prior to this. The reporter also could not recall how much time had elapsed between the sensor falling off and the patient becoming symptomatic. At the ER, the patient was treated with a glucagon injection and unspecified IV. After treatment, the patient¿s bg meter reading increased to 60 mg/dl. The patient was admitted to the hospital overnight for observation and was discharged the following day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.